Event description:
As reported by the edwards territory manager, during the transfemoral transcatheter aortic valve replacement (tavr) procedure the patient received two 23mm sapien transcatheter heart valves. Per report, the first sapien valve was intended to be placed 60:40 aortic, however the valve moved during deployment to a 95:5 aortic position resulting in moderate to severe aortic insufficiency. A second 23mm sapien transcatheter heart valve was prepped and deployed ventricular to the first valve making sure to be across the annulus. The final result was trace aortic insufficiency. The patient remained stable through the procedure. Additional information received during investigation of this event indicates the initial cine with contrast showed the valve in a 60:40 position with movement. The physician felt that when they paced the patient the valve may have settled more aortic and continue to move aortic during deployment. The coaxial alignment of the delivery system and the valve was described as adequate. The image intensifier angle was noted as good. Ventilation was held during deployment and there was no loss of pacing capture during valve deployment. The patient's native valve, leaflets and aortic root calcification was described as moderate. There was mild mitral annular calcification. The patient's ejection fraction was 50 percent.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and paravalvular leak are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that procedural factors caused or contributed to this event. Per the information received from the physicians, despite proper initial positioning of the valve pre-deployment , it was felt that during pacing the valve settled more aortic and then rose more aortic during deployment. Unappreciated patient factors (septal hypertrophy and/or bulky annular calcification) may also have been contributing factors. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.